Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 700 mg/dl. The customer stated that she called the paramedics. The customer was diagnosed as brittle diabetic. Troubleshooting was performed. Reviewed the programming and it was correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.